Manufacturer narrative:
Preliminary investigation performed by r&d product manager on 12 july 2018; preliminary visual investigation shows femoral head with metal transfer scratches due to removal process. Inside the taper is visible an extended trunnion footprint. Hydroxyapatite layer seems absorbed on the proximal stem. Femoral neck shows signs of extraction process (scratches etc.). It is not possible to define a failure root cause for this implant from the preliminary investigation clinical evaluation performed on 12 july 2018 by medical affairs manager. Partial hip revision surgery (stem and head) occurred 2 years after primary cementless total hip arthroplasty in a (B)(6) year old man. Radiographic image provided shows the presence of radiolucent lines in gruen zone 1 and 7 and signs of stress shielding suggesting implant mobilization. Aseptic loosening is a possible, literature described adverse event after cemetless hip arthroplasty and causes are often unknown. The reason of this failure cannot be determined. Batch review performed on 25 july 2018: lot 156998: (B)(4) items manufactured and released on 04 april 2016. Expiration date: 2021-03-21. No anomalies found related to the issue. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
About 1 year and 1 month after primary the surgeon revised the patient hip for stem loosening. The surgery was completed successfully.